Event description:
It was reported to philips that the system gave an alert indicating the x-ray system was starting up, preventing a full system boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the system gave an alert indicating the x-ray system was starting up. Upon troubleshooting actions, fse identified an issue to narrow down the suite pc operating system (os). To resolve the issue, fse formatted the os disk, reloaded the os and application software and restored the system back up. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.